Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jul-2023. H6: investigation summary two 20039e samples were received without packaging for investigation; however, the customer indicated the complaint sample was from lot 22065465. A connecting bd vacutainer device was also returned to assist the investigation. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite extension set when connected to a bd posiflush or llad vacutainer device. A visual inspection of the returned devices did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the extension sets to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance the piston of the smartsite opened and no occlusions or flow restrictions were detected. The smartsite extension set was then connected to the returned bd vacutainer device and glass vial from stock; again no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22065465 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience.

Event description:
It was reported while using bd smartsite¿ extension set, pressure rated smallbore needle-free connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: flow occlusion when connected with posiflush or llad.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set, pressure rated smallbore needle-free connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: flow occlusion when connected with posiflush or llad.